Manufacturer narrative:
The device was only partly returned. The components essential for technical analysis were not returned. According to the information provided by the user the thread ruptured during procedure but this was not noticed. In the following the clip was not applied and the tissue resected. The clip application was not verified by observing the application ring by the user. It is possible that the thread was damaged when the grasping device was inserted through the working channel of the endoscope. It is stated in the instructions of use that the white application ring must remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instructions of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue.

Event description:
The colonic ftrd was used to treat a net in the rectum. During procedure the thread ruptured but this was not noticed. Due to a large amount of tissue in the cap the white application ring was not observed. Clip application was not verified before tissue resection. The resulting perforation was closed within the same procedure with clips. The patient recovered well.